Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were several stent struts bent and lifted on the proximal end of the stent. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile and with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified mid right coronary artery. A 6fr jr4 guide catheter was placed and a 2.5mmx15mm nc quantum apex balloon catheter was used for predilation of the lesion. A 2.75 x 28mm synergy¿ stent was then advanced to the lesion however resistance was encountered. The device was removed and it was noted that the stent strut was distorted. The procedure was completed using another synergy¿ stent. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified mid right coronary artery. A 6fr jr4 guide catheter was placed and a 2.5mmx15mm nc quantum apex balloon catheter was used for predilation of the lesion. A 2.75 x 28mm synergy stent was then advanced to the lesion however resistance was encountered. The device was removed and it was noted that the stent strut was distorted. The procedure was completed using another synergy stent. No patient complications were reported.